Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The medical center had a patient made a dnr and expired on impella cp support after the comorbidities of cerebral infarct and deep vein thrombosis (dvt) caused the team to make this decision. The cerebral infarct relationship to impella is not known. There was no harm, injury or malfunction attributed to the use of impella.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. As enough clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03223 was provided in sections b2, b5,d6, h1, and h6.